Event description:
It was reported that cartridge alarm 30 occurred and issue did not happen during cartridge loading. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer attempted to load new cartridge with guidance from technical support, but alarm recurred and insulin therapy could not be resumed with pump, so customer planned to use multiple daily injections as backup, pump replacement was arranged, and caller was instructed on storage mode, setting up and connecting replacement pump, and returning malfunctioning pump using prepaid label.